Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was not able to be interrogated at a device follow-up. Several programmers, wands, and power cords were tried, without success. The device was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced, as the reason for the device issue was not known so a lead issue could not be ruled out. The chronic atrial lead remained in service with the new device and new rv lead. It was noted the device was still not able to be interrogated after it was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device had no telemetry. The device case was then opened to facilitate analysis of the internal components and to attach an external power supply. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. The normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in depletion of the battery.